Event description:
It was reported, the patient had device removed and put in a different area but her body still rejected it. It was stated revision occurred on (B)(6) 2010. Reportedly, the implantable neurostimulator (ins) and lead were both removed in (B)(6) 2011.

Manufacturer narrative:
Product ID 3889-28 lot# v517496, implanted: 2010 (B)(6); product type lead. (B)(4).